Event description:
The reporter stated that she had gotten the er1 message about three times since mid- 1997; the last time was 3 or 4 months ago. She said that each time she had applied blood to the pink side of the strip and inserted it into the meter, "the meter would beep and then give er1." She said that she would remove the strip, re-insert and it would work (within 2 minutes of applying the blood sample). The reporter stated that she had never treated herself or had any adverse affects after getting er1. She said that she had not compared the test strip to the chart on the vial, that she had used control solution "once in awhile" and that it was always within range.